Event description:
It was reported that the video system center had faulty output. The issue had occurred during service / maintenance (not in a clinical setting). There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the endoscopic image could not be displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the 12g serial digital interface (sdi) output malfunction was attributed to wear of the output socket. Additionally, the endoscopic image could not be displayed due to a failure of the printed circuit board (dp board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.